Manufacturer narrative:
(B)(4). There was no reported alleged device malfunction. It should be noted that the dexcom g4® platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, their skin swelled at the sensor insertion site approximately 1.5 x 2.5 inches. The patient used an alcohol wipe on it to reduce the swelling and left a message for her physician. The physician returned her call on (B)(6) 2015 recommending hot and cold compresses. No additional event or patient information is available.